Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that when she was changing her reservoir the o ring came out and she noticed that there were pieces of plastic missing from the top of the reservoir. The troubleshooting was performed and found that the reservoir was able to lock in place. The customer was advised the insulin pump will need to be replaced and to disconnect from the insulin pump and revert to pack up plan. The insulin pump will be returned for analysis.